Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer at this time has been submitted.

Event description:
A peritoneal dialysis nurse reported that a patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) experienced peritonitis due to technique failure leading to touch contamination. The nurse stated that the patient experienced constipation a few days prior to the event and forgot to wear his mask a few times during cycler set up. The patient had fever of 101f the morning of the event. The patient had reported the tubing lines were cloudy and cancelled the treatment to visit the emergency room. The nurse indicated that there were no leaks or cassette damage and that the cycler did not cause or contribute peritonitis. The patient was treated with vancomycin 1g IV and then 1g ip and cefapime IV. No further information was provided.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Updated the date of manufacture to 8/17/2015.all pertinent information available to the manufacturer has been provided.